Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "bio-med sated that the low/high oxygen alarm occurred during ventilation. The vent was shipped to reno for repair. When the device was returned the failure reappeared during ventilation. Bio-med request onsite service." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.